Event description:
It was reported that the surgeon completed a fusion case in (B)(6) 2014. The customer has reported that the t2 locking screw has backed out of the nail and was removed on (B)(6) 2014.

Manufacturer narrative:
Referring to product inquiry the locking screw, fully threaded t2 tibia ø5x55 mm is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected product revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. The returned locking screw shows only slight traces of use. The tips of the thread are in good condition; no significant damage was found. Dimensional inspection of the device revealed no deviation; all relevant dimensions were found to be within specified tolerances. The available information and the x-rays provided were forwarded to a consulting hcp for review. His comments: ¿ poor bone quality (osteoporosis). ¿ the removed screw does not show any signs of wear / load bearing. ¿ in osteoporotic bone locking screws do not find reliable retention. ¿ insertion of a locking screw in a thin cortex bears the risk of spontaneous loosening and back-out. ¿ well known complication under those preconditions. Based on the above it can be concluded that the back-out of the locking screw is not linked to a deficiency of the device, but is rather related to the osteoporotic bone, in which the locking screw did not find reliable retention. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon completed a fusion case in (B)(6) 2014. The customer has reported that the t2 locking screw has backed out of the nail and was removed on (B)(6) 2014.